Manufacturer narrative:
Additional information was added to h6 and h10. H10: the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the blood chamber of a clearlink system y-type blood/solution set cracked which resulted in a blood leak. This event occurred during patient infusion. There was no report of patient injury or medical intervention associated with this event. No additional information is available.